Event description:
It was reported that after a percutaneous coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, no suture was present to be retrieved when the needle plunger was removed. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Two unused representative samples with the same lot number as the complaint (31213k1) and one unused representative sample with lot number 31126k1 were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No malfunction or abnormal observations were detected, based on the investigation findings from the tested samples. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.